Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device system was explanted due to infection. A new system was implanted from the right side. The patient was well before and after the procedure.